Event description:
It was reported that during a coronary stent procedure, the balloon ruptured during stent deployment and a dissection occurred. The stent was successfully deployed. The dissection was repaired with a balloon. The patient status is listed as "okay".